Event description:
The treating ecp stated this patient had bilateral corneal ulcers and treated the patient with tobradex-s and viggamox. The patients mother states that her daughter was not supposed to be sleeping in the lenses, but has slept in the lenses. Attempts to contact the ecp for more information have been made with no reply to date. This is being reported as corneal ulcer.

Manufacturer narrative:
This is being reported as corneal ulcer. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.